Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was overheating during charging and stated that there was no stimulation on the right side. The patient was charging the ipg more often and was experiencing inadequate stimulation despite reprogramming. The patient underwent an ipg replacement procedure and was doing well postoperatively. Explanted ipg will not be returned.